Event description:
Account alleged that the functions from the foot-board will not operate including the trendelenburg and reverse trendelenburg functions. Account stated that there were no injuries and a patient was not in the bed.

Manufacturer narrative:
Account stated that the alleged problem with the functions not working from the footboard (including the trendelenburg and the reverse trendelenburg functions) not working has been resolved. Account doesn't know what was done to repair the bed, however.